Manufacturer narrative:
A complete lead measuring 58.1 cm was returned in one piece. Final analysis was normal. No anomalies were found.

Event description:
It was reported that during implant procedure, high threshold was noted on the lead. Several attempts to reposition the lead were made however, high threshold was still observed. The lead was exchanged. There were no adverse consequences to the patient. The patient was stable post procedure.